Event description:
It was reported that fifty-nine (59) exactamix inlets exhibited a "mist like substance" between the spike and the outer transparent cap. The reporter described the issue as "oil quality abnormalities upon touch". The issue was identified during package opening inspection, prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no. : (B)(6). H4 device manufacture date : september 2025. Should additional relevant information become available, a supplemental report will be submitted.